Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. We checked error log and found as follows. System connection error occurred 7 times. Esg communication error occurred twice. System connection error and esg communication error occurred at the same time. The manufacturing record was reviewed and found no irregularities. Omsc could not determine the root cause conclusively because the reported event was not reproduced. Omsc presumes that the system connection error occurred due to the improper connection of communication cable. The instruction manual of the device has already informed troubleshooting guide as follows; *what to do when no error code is displayed. No error window is displayed and no alarm sounds in the following error status. Perform the indicated remedial actions. Immediately stop the procedure and withdraw any instrument from inside the body cavity. *the communication cable is not connected. Connect the communication cable. Refer to section 3.4, ¿connection to the high flow insufflation unit (when using automatic mist & smoke evacuation system/function)¿. *the connection of the communication cable is erroneous. Reconnect the communication cable. Refer to section 3.4, ¿connection to the high flow insufflation unit (when using automatic mist & smoke evacuation system/function)¿.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a colectomy, thunderbeat and the subject device were used. In the procedure, the tissue pad of the thunderbeat was partially separated. After the doctor changed the thunderbeat and continued the procedure, an error occurred from the subject device the intended procedure was completed with another device. There was no patient injury reported.